Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the feeding pump had a blank screen. When their biomed department went to check the device, the unit would not power on. The event was discovered during testing. There is no reported patient involvement. After follow-up request for more information, the customer states all that was written from biomed was "unable to read the screen". The screen seemed intact, without defect but nothing was displayed on the lcd.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for a blank screen. Liquid ingress caused corrosion, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.